Manufacturer narrative:
The used device could not be analyzed since it was discarded by the user facility, however we investigated manufacturing and quality control records based on the lot number. According to the investigation, no potential for malfunction was found. The blood leakage is described in warnings of the instructions for use as "in the event of a problem during treatment, such as blood leakage or coagulation, immediately discontinue the treatment under the direction of a physician and replace rexeed-s with a new primed dialyzer". We decided to report this incident since we consider blood leak from the arterial header is an incident which might cause serious injury to the patient. We have been performing the risk analysis and will submit a follow-up report as soon as it is prepared.

Event description:
On (B)(6) 2017, the patient was given the treatment with hemodiafiltration (hdf) using rexeed-21a which is identical model of rexeed-21s marketed in u.s.. Blood leak at the arterial header of the dialyzer was occured.

Manufacturer narrative:
Out of 9 submitting reports to FDA, MFR report #: 8010002-2018-00030, 8010002-2018-00050, 8010002-2018-00060, 8010002-2018-00070, 8010002-2018-00080, 8010002-2018-000100, 8010002-2018-00110, 8010002-2018-00130, and 8010002-2018-00165, 2 actual complaint samples were returned to be analyzed, MFR report #:8010002-2018-00050 and 8010002-2018-00165. The result of inflicting air pressure on the actual collected product, air leakage was detected between the arterial header and housing portion of defect welding parts. We decided that the incident of blood leakage was caused by this defect of welding. Also, we investigated the manufacturing and quality control records of complaint products based on all lot numbers. According to the investigations, no potential for malfunction was found. To reconfirm if the products meet product standard, air pressure test was conducted on the same products which were manufactured the same line as complaint products and the header leakage did not occur even though pressure of 100 kpa was applied. Therefore, we judged that pressure capacity of the products is guaranteed as well as products are within the range of product standard. The incidents of these header leakage occurred at the 4 facilities and 7 out of 9 incidents were reported from the same 2 facilities, 5 incidents from (B)(6) and 2 incidents from (B)(6) in u.s.